Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: anchor broke off. Probable root cause: design: - interconnection between anchor and inserter too tight. - insufficient assembly design between anchor and inserter to facilitate ease of inserter removal. - raw materials too weak, deformed during insertion. - anchor/inserter not manufactured to specification. - anchor/inserter not assembled to specification. -incorrect heat treatment applied. Application: - user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke during procedure. It was confirmed via x-ray that there were no retained broken pieces left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke during procedure. It was confirmed via x-ray that there were no retained broken pieces left in the patient.